Event description:
Customer's wife reported issues with the insulin pump. She states that the display screen is blank. The blood glucose reading is 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.